Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge and greased the candlestick connectors. System operates as intended.

Event description:
Customer reported the system will not fluoro. No pt injury was reported.